Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was fully intact and all keypad buttons responded normally to button presses. A review of the black box indicated data starting on (B)(6) 2015; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad cover was removed and no defects were found to the button contacts. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2012, the patient contacted animas to report that the pump would not go past the verify screen. The patient reported that after receiving an alarm overnight, she removed the pump's battery to turn pump off because she was out of insulin. The patient stated she thought she received an empty cartridge alarm and claimed she was out of insulin and planning to pick some up that morning. When she woke up (unknown how many hours later) the patient stated she inserted a used battery and was unable to go past the verify screen. At the time of the call, the patient informed customer support that her blood glucose had measured at "533 mg/dl". The patient denied developing symptoms suggestive of hyperglycemia. The patient reported going on her backup plan (injections). At the time of troubleshooting, customer support advised the patient to insert a new recommended type battery into the pump and to call back if the alleged issue remained unresolved. The patient confirmed she would insert a new battery and call back if she was unable to get past the verify screen. This complaint is being reported because the patient obtained a blood glucose greater than 500 mg/dl while on insulin pump therapy.